Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007 at 10:30am, the patient contacted lifescan (lfs) alleging that the one touch ultrasmart does not turn on. The reported issue began on that day at 4am. After the reported issue began, the patient started feeling weak and sweaty. The patient was not tested on any other devices at the time of concern. The patient ate food and/or drink beverage and did not require any medical intervention. It would have been helpful to obtain the following information: testing frequency, diabetes medication regimen, and food intake. During troubleshooting, the customer care advocate verified that the meter neither turned on when the test strip inserted into the meter and power button pressed, the battery was change per the owner's manual, and the battery contacts were in good condition. The reported issue was not resolved with training. This complaint is being reported because the patient claimed he developed symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the patient.